Event description:
Mom called rn into the room as patient tpn/lipids tubing had become disconnected and was laying beside patient. Pumps stopped and surgeon notified. Lipids reordered and IV fluids ordered until tpn comes up tonight. Disconnected at male adapter of y connector to needle free valve. Follow-up with staff to ensure connections are tight.